Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced a sensor issue; however, she could not recall the exact error message on her tandem pump receiver. The event occurred several days after the sensor was inserted in the abdomen. No patient symptoms were documented. The patient stated she was admitted to the intensive care unit (ICU) after her blood sugar went "very high". She reported the dexcom sensor was not giving her readings due to an unspecified issue with the tandem pump. She was instructed by the healthcare provider (hcp) to remove the sensor. There was no documentation of medical intervention for hyperglycemia. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Health effect - impact code - f1004 underdose.